Event description:
It was reported that this pacemaker exhibited right atrial undersensing during stored arrhythmia episodes, including atrial fibrillation with rapid ventricular response. Despite this, pacing function was not affected, and the device continued to operate as programmed. No adverse patient effects were reported. This device remains in service.